Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bjd received sample, and photos were provided by the customer facility for investigation. The photos and sample were evaluated and the customer's indicated failure mode for fill line discrepancy with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned sample. Root cause: misalignment during tube feeding/printing process.

Event description:
It was reported that the fill line of the bd vacutainer® tube with k2edta was lower than usual. No serious injury or medical intervention reported.